Manufacturer narrative:
The customer indicated the use of a qualified cartridge, a non-qualified handpiece and non-qualified viscoelastic. (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that approximately three years after an intraocular lens (iol) was implanted, he noticed subsurface nano-glistenings in the implanted iol. No patient impact was reported. Additional information was requested.